Event description:
It was reported that the pt was originally implanted with a sparc sling on or about (B)(6) 2012. The pt reported that she had pain during intercourse and felt a "bump." A revision surgery was performed on (B)(6) 2013 and a "small exposure" was discovered. No components were implanted during the surgery. The sparc sling remains implanted. No additional pt complications have been reported in relation to this event.

Manufacturer narrative:
The sparc sling was originally implanted on or about (B)(6) 2012, the specific date was not provided. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.